Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 550 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported hyperglycemia, dehydration and frequent urination. The patient did not have any needles to treat themselves with insulin. Once at the hospital the patients pod was removed. The patient was given intravenous fluids and insulin. The patients blood work and panels were completed. The hospital tested the patients blood glucose level which was 459 mg/dl and upon a second test after the patient was given insulin the patients blood glucose level was 350 mg/dl. The patient was released from the hospital after a few hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.